Event description:
It was reported that the catheter exhibited air bubbles in the flush tubing and a small leak from the tubing afterwards when flushing. During preparation for a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave pulsed field ablation catheter was selected for use. Before insertion of the catheter into the farawave sheath, the flush line was connected to a continuous flushing bag under pressure. The flush line was checked for air bubbles, and it was found that the tubing between the catheter handle and the luer lock connection port had small bubbles in it. The bubbles could not be removed by normal tapping on the tubing. Another flushing attempt was made with a syringe. A small leak from the tubing occurred when the saline was pushed through. The catheter was replaced and the procedure was completed. Use of the replacement farawave catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated for the treatment of paroxysmal atrial fibrillation per the instructions for use (IFU). No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the farawave catheter was analyzed. Flushing of the device through the irrigation line was tested. Fluid was observed leaking out of the luer line at the junction of the connector and fluid line. The most likely cause is a lack or improper application of adhesive. The reported clinical observations were confirmed by the analysis results.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited air bubbles in the flush tubing and a small leak from the tubing afterwards when flushing. During preparation for a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave pulsed field ablation catheter was selected for use. Before insertion of the catheter into the farawave sheath, the flush line was connected to a continuous flushing bag under pressure. The flush line was checked for air bubbles, and it was found that the tubing between the catheter handle and the luer lock connection port had small bubbles in it. The bubbles could not be removed by normal tapping on the tubing. Another flushing attempt was made with a syringe. A small leak from the tubing occurred when the saline was pushed through. The catheter was replaced and the procedure was completed. Use of the replacement farawave catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated for the treatment of paroxysmal atrial fibrillation per the instructions for use (IFU). No patient complications were reported. The device is expected to be returned for analysis.